Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized dispatch to emergency room due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 500 mg/dl at time of incident and current blood glucose was 102 mg /dl. The customer declined troubleshooting. Customer was not experiencing symptoms related to high blood glucose. The customer was treated with manual injection, insulin and saline. The customer stated that the symptoms related to high blood glucose such as nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown auto mode feature was active or not at time of high blood glucose event. The device will not be returned for analysis.